Event description:
Customer reported that she had changed her infusion set and received a no delivery alarm the next day. Customer stated she is frustrated with the constant alarms. Blood glucose value is 594 mg/dl; treated with manual injection. A 5 unit fixed prime was performed and insulin did not exit. Customer was advised to disconnect and reconnect the reservoir and infusion set push insulin with the plunger; insulin does not exit and there is greater than normal resistance. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.